Event description:
A home patient contacted baxter's technical service center regarding a leak. The home patient stated there was a leak in the set-up somewhere, but was unable to locate the leak. Baxter's technical service representative instructed the home patient to call the nurse in the morning for further instructions. No patient injury or medical intervention was reported at the time of the incident.